Manufacturer narrative:
H2 - h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system failed to boot up properly. The computer and the ssd were replaced. Codes b01, c13, and d02 are applicable to this analysis. H2 - h6: the hdmi cable, lot number: n/a, was returned to the manufacturer for analysis. The hdmi cable was tested with a known good computer and monitor, and was confirmed to be fully functional. The connection remained stable during a wiggle test, with no signal loss or disruption. The reported issue was unable to be duplicated - no fault found. Codes b01, c19, and d14 are applicable to this analysis. H2: please see section d9 for when the hdmi cable was available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, lot #: s6psnj0x306698r; product ID: 9735786r, lot #: 2440g01142, product ID: 9735823; product ID: 9736408, h2, h3, h6: the cable and hdmi adapter were not returned for analysis. Codes: b17, c20, d15 are applicable. H3, h6: the computer, lot number: 2440g01142, was returned to the manufacturer for analysis. The computer was found to not display any indication of powering up to any components within the computer when main power was applied. The fans or led internal lights did not function. Codes b01, c13, and d02 are applicable to this analysis. H3, h6: the solid-state drive (ssd), lot number: s6psnj0x306698r, was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The ssd booted without issues and previously installed apps functioned normally without failure. S.m.a.r.t data & self-test reported no errors on the drive. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that while in surgery, the system's monitor unexpectedly displayed "no video detected." The issue occurred toward the end of the case, so surgery was not impacted. Troubleshooting steps were performed. Technical services (ts) had a manufacturer representative (rep) perform a hard reboot, and the issue persisted. The rep checked softkeys and confirmed video input was set to high-definition multimedia interface (hdmi). Additional information was received. It was reported that the issue occurred intraoperatively during a functional endoscopic sinus surgery (fess.) There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.